Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the pump intermittently powers with returned battery cap and test battery cap. The battery cap threads are damaged. Battery compartment cracks are observed in thread area. Power on reset events observed in black box on 1/23/2015 and 1/24/2015. Unable to complete checklist step 22 (24 hr. Basal program) due to intermittent power condition. There was no evidence of moisture or loose components inside pump. The display lens is scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.